Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, they were able to fire three reinforced loads without issue. However, when they fired the fourth and final reinforced load, it would not fire after hitting the activation button, and the stapler displayed 0 at the bottom right. They opened a manual stapler handle, but when they fired the same staple load, it made the loud cracking, popping, snapping sound and would not fire. Then they opened another reinforced staple load, and it was loaded on the manual handle. When they tried to fire it again it made the loud cracking, popping, snapping sound and would not fire. A second manual handle was then pulled, and this time on pushing the green activator on the handle, the handle did not go into the open position for grasping and firing, so it was unable to fire. They tried to troubleshoot for several times but it still was unable to fire. Then they used a new staple load on the original stapler and it was able to fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. The tissue reinforcement system (trs) material was properly anchored to the anvil and cartridge. The sutures were intact. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument and the handle revealed that the returned reload had been fired. The interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.